Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-05206. It was reported that patient¿s scs leads have migrated. Patient¿s pain pattern is pelvic region and groin and back. Physician stated that one of the leads was not working, however it is not clear which one. As such, patient underwent a surgical procedure on (B)(6) 2018. Initially, only the s2 lead was going to be replaced, however intraoperatively it was noted that the l1 lead had also migrated, therefore the physician opted to explant and replace both drg leads.